Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that this one touch ultra meter was reading in the incorrect unit of measurement. The meter was set to mmol/l instead of mg/dl. The patient contacted his physician for assistance and was advised to call lfs. No further treatment was provided. The customer service representative discovered that the patient was using expired test strips. The csr confirmed that the meter was previously set to the correct unit of measurement. The patient reported that he had not recently changed the unit of measurement in the meter settings. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. No products were replaced.